Event description:
It was reported that the patient had an inappropriate shock. To address the inappropriate shock, the physician elected to reprogram the sensing vector. This was done successfully. There were no additional adverse patient effects. The system remains implanted.